Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. The patient was symptomatic and experienced palpitations. This rv lead is positioned in the bundle of his. At this time, the rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).